Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney ablation procedure, the antenna broke off when the doctor took it out of the patient. They used another like device to complete the procedure. There was no patient injury.